Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, motor error alarm, excessive no delivery and damage from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections. The customer stated that the pump alarmed motor error and it did not work. The customer resorted to shots. The customer was able to rewind, however still continued to receive a motor error and no delivery alarm. The customer stated that there is damage on the reservoir compartment. The customer stated that the battery cap is all stripped. The customer declined to troubleshoot for no delivery and motor error alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, no delivery test, displacement test and verify no delivery alarm due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump was received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads and broken reservoir tube lip.